Event description:
It was reported that the device could not be interrogated. Multiple programmers had been used to attempt interrogation. The battery voltage in (B)(6) 2009 was 2.90v. The patient had not received any shocks since then and the patient hardly ever used pacing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.